Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the distal end, the instrument and air/water channel of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing tests at the facility, the subject device repeatedly tested positive for bacteria as follows: on (B)(6) 2019, the air/water channel tested positive for pseudomonas aeruginosa (4cfu) and the auxiliary channel tested positive for unspecified bacteria(2cfu); on (B)(6) 2019, the air water channel tested positive for unspecified bacteria(2cfu) and the auxiliary channel tested positive for pseudomonas aeruginosa (1cfu). The testing results indicated no microbial growth for other part of the subject device. The subject device had been brushed using a non-olympus cleaning brush (mtw:1-clean fab: b183273 durchmesser 2.7-4.6mm) and disinfected using a non olympus automated endoscope reprocessor (hamo ehemals hamo/steris, model; ls-90). There was no report of patient infection associated with the event.